Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, and considering the manufacturing date of the device, there is a possibility the adhesive peeling off malfunction was potentially due to age deterioration or it is assumed that it was caused by external force such as strong rubbing on the part in normal use including reprocess due to long-term use. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation found the adhesive from the light guide lens and forceps elevator cover at the distal end were peeling. Additionally, the freezing image was confirmed due to fluid invasion inside the scope connector and inside the ultrasound connector. The scope failed the leak test from a leak due to a loose and bent air/water inlet at the scope connector. After the aeration/drying process, the image tested appropriately. The scope was serviced via repair and returned to the customer. The scope was last repaired august 14, 2019 due to physical damage to the external insertion and probe unit/ also signs of previous fluid invasion. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the image from the evis exera ii ultrasound gastro-videoscope reportedly freezes during procedures. No patient injury or harm was reported.